Event description:
It was reported by the physician that the patient had an unexpected hyperopic +1 refractive result after implant of the intraocular lens. The physician stated that it was unlikely the event was related to the device.

Manufacturer narrative:
The lens was discarded at the surgery center and not returned to the manufacturer for analysis. Physician stated it was unlikely the iol was the cause of this event. The lens met all manufacturing specifications prior to release. While we were unable to definitively determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.